Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.50/3.0/018 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. Excessive vault;elevated iop and blurred vision was reported. The lens remains implanted. Eye drops prescribed. At one week post op patient is doing well and healing. If additional information is received a supplemental medwatch report will be submitted.